Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The returned device analysis could not confirm the griper actuation issue. In the absence of a confirmed failure mode a conclusive cause could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure treating grade 4 functional mitral regurgitation (mr). The clip delivery system (cds) was prepared per instructions for use (IFU) and was advanced to the mitral valve. The leaflets were grasped without reported issue, but mr reduction was not sufficient, so another grasp was performed at another location. The second grasp was performed with satisfactory leaflet insertion and deployment was initiated. While advancing the gripper lever to lower the gripper arms, only the anterior gripper lowered. The posterior arm did not lower. Troubleshooting was performed, but the results were the same, so the device, with the un-deployed clip, was removed without reported issue. Another mitraclip was successfully implanted, reducing mr to grade 1-2. There was no reported adverse patient effect or a clinically significant delay. No additional information was provided regarding this issue.